Event description:
A few months ago, the patient wasn¿t getting relief from the pump therapy; she was having pain in her back. The hcp (healthcare professional) checked her pump and found that the catheter had moved and come loose/detached from the pump. The hcp ended up reattaching it. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).